Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that patient continues to have effective therapy with the working contacts.

Manufacturer narrative:
Corrected data: h6 codes.

Event description:
Additional information received indicates that surgical intervention took place wherein the leads were explanted and replaced with a new lead to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Impedance check revealed high impedances on the leads. As such, surgical intervention may take place at a later date to address the issue.